Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis of the lead indicated the inner insulation of the lead was extrinsically breached due to pulling/stretching/overstress. The inner and outer insulation of the lead was extrinsically breached due to a cut. The stylet/guidewire was kinked/buckled and the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated apparent explant damage and stretching. The lead was returned with the helix fully extended with tissue visible in it. The lead was stretched, and the stylet was bent and stuck in the lead at various locations. The outer and inner insulation is cut/stretched at various locations, heavy explant damage. No further helix testing possible.

Event description:
It was reported that the right ventricular (rv) lead dislodged and had high thresholds. It was further reported that during the lead revision procedure, the lead helix would not retract. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.